Event description:
It was reported that; screws were implanted (B)(6) 2015, surgeon became aware of broken screw at end of the construct on scoliosis fusion case.

Manufacturer narrative:
Method:risk assessment; results: visual, dimensional and complaint history review could not be performed as the device was not returned and lot# was not provided. Conclusion: the definitive root cause of the event could not be determined from given information.

Event description:
It was reported that; screws were implanted (B)(6) 2015, surgeon became aware of broken screw at end of the construct on scoliosis fusion case.